Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a scratched case, a scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during the manual prime and the insulin was squirting out. Customer stated that the piston continued to move forward after reservoir contact. The drive support cap was noted to be damaged. Customer's blood glucose reading at the time of the call was 11.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.